Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The user facility reported a 22-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp pump placed to support a patient admitted with multiple cardiac and systemic comorbidities along with ECMO (extracorporeal membrane oxygenation). On day 2 of the support air bubbles/emboli were observed in the vasculature and lv (left ventricle). The etiology was unknown, but the p level was adjusted. Hemolysis was not confirmed to be a cause of bubbles. On same day the pump was explanted and escalated to the 5.5 pump.

Manufacturer narrative:
The investigation of embolism has been completed. Data logs were reviewed, and during the first 24-hour period there were no abnormalities related to the purge pressure or flow noted. The only thing of note was ao placement signal spikes during that period, but that is unrelated to the failure mode. Product was returned and both purge cassettes were de-aired and connected to the pump to run in lab for several minutes each. Purge pressure and flow remained stable for both cassettes. There were no visual abnormalities with the product. The root cause of the embolism could not be determined as not enough clinical information was provided and there was no product damage noted. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12895. D4 model number. E4 should have been left blank.